Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user's attorney, who stated that the "right front fork and caster failed, and she fell," reportedly resulting in injuries requiring surgery and physical therapy. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.